Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No unexpected low battery alarm were noted. Device alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime/a33 test, excessive no delivery test due to motor error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm and drive support cap was flush. Customer kept rewinding insulin pump but kept getting motor error and then received low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.